Event description:
During a remote follow-up, it was reported that noise resulting in over-sensing was observed on the device. Reprogramming was completed to resolve the issue and the patient is stable with no consequences.